Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, lot#: va20a1c, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative (rep) who reported the healthcare provider (hcp) didn¿t use the stim. Loc, so during surgery there was concern for damage to the lead. The rep. Tested impedances with alligator clips, but only tested 0<(>&<)>3 with good results. The rep. Didn¿t test other electrode combinations since the hcp was adamant that the rest of the electrodes were also tested. It was reviewed with the rep. That since alligator clips were used only the two electrodes were tested and the external neurostimulator (ens) would have tested all the electrode combinations. Additional information received from the rep., which was confirmed with the healthcare provider (hcp), stated there was no damage to the lead or any malfunction found. However, further impedance testing found not all impedances were in range as they found an issue/short when the implantable neurostimulator (ins) was placed with 0/1 at 101 ohms; all other contacts were in in range. The rep. Spoke with technical services and determined when they moved to using the alligator clips during stage 1, it was only testing 0/3, not the middle pairs while it assumed the middle would have shown up if there was a short. No patient symptoms or further complications were anticipated.